Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm tested the cs300 with both sets of leads and was able to get a proper ECG trigger on both the trainer and patient simulator. The stm could not duplicate the reported issue. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported by the hospital perfusionist that, while connecting the cs300 intra-aortic balloon pump (iabp) to a patient, they were unable to get an ECG signal to trigger. Two sets of leads were used unsuccessfully. They switched to a different cs300 and were able to get an ECG trigger. There was no harm or injury to patient and no adverse event was reported.